Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump was squirting out of their insulin pump during the manual prime process. The customer stated that no numbers appeared on screen, and no alarms were noted making priming the insulin pump impossible. The customer's blood glucose level was unknown. The customer sent the product back for analysis.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor resistor. The pump passed the idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion and displacement test. Unable to perform the occlusion or no delivery tests due to the prime anomaly. The pump had cracked battery tube threads and a cracked reservoir tube lip.